Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 19). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code : 3259 - improper physical structure. Conclusions code : 19 - cause traced to user. The affected sample was inspected upon receipt and found to have burn marks and a hole in the v-cutter. A representative retention sample was reviewed and electrically tested with no anomalies and all electrical tests within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 31, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d10 (device availability - added date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the harvester electrode had short circuit and burnt out on the wrong side. Product was changed out. Procedure was completed successfully.